Event description:
It was reported form a customer evaluation (used on a total hip and an above the knee amputation), the coag was up to 10 and they still needed better control; the device needed to coag better. Also the gray tip just comes off. The surgeon also commented he would like the tip to be stiffer.

Manufacturer narrative:
This MDR is being filed based as a result of a retrospective review of marketing evaluations received by the manufacturer. The plasmablade used in the reported complaint was not returned for analysis. Review of the lot history record was not possible since the lot number was unk.